Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the non calcified and moderately tortuous superficial femoral artery. The 4.0 x 20/135 sterling balloon dilatation catheter was advanced to the lesion and the balloon was inflated to 10 atmospheres. Upon the second inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.